Event description:
It was reported that unspecified bd infusion set was under infusing the following information was received by the initial reporter with the following verbatim b. Nurse allowed the infusion to complete. As predicted, volume leftover at end of infusion: nurse added 25ml to empty the IV bag. Nurse commented that normally they would need 50ml. After the additional 25ml completed the IV bag was empty and the nurse back primed per usual process for the flush.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported by customer that volume leftover at end of infusion two photos were submitted by the customer for evaluation. The two photos received from the customer show an infusion bag that was full and an infusion bag that appears empty with residual medication left in the bag. Due to a physical sample not being submitted, an evaluation for flow issues cannot be conducted. The customer complaint of flow issues - accuracy could not be validated. A root cause could not be determined because a physical sample was not received. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No further information was provided.